Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's therapy was working well for him, up until last (B)(6) 2010 when his mother noted that his tone was "consistently higher". On (B)(6) 2011, the patient presented with markedly tighter upper extremities and lower extremities, vigorous clonus, crying and extreme agitation. A catheter access port study was performed. The non-coring needle was advanced directly into the cap under fluoroscopic guidance. The radiologist was unable to aspirate any fluid from the catheter; a catheter blockage was suspected. On (B)(6) 2011, the patient was taken to surgery where an incision was made over the pump catheter pocket site. When the existing catheter was disconnected from the pump the surgeon was unable to obtain a retrograde flow of cerebrospinal fluid. Per the reporter, "this may have also been due to the fact that the patient has a shunt in place, and therefore does not have a typical level of cerebrospinal fluid value." The surgeon then made a spinal incision and cut the catheter directly where it exited from the spine site; he again did not obtain a retrograde flow cerebrospinal fluid. The decision was made to explant the existing catheter and replace it with another catheter. The surgeon was able to thread the catheter up into the intrathecal space and after taking the guidewire out, did note a retrograde flow of cerebrospinal fluid. The catheter was secured at the spinal incision with the v-wing anchor and tunneled the remaining catheter over to the existing abdominal pump placement. When the patient got back onto the floor the pump was primed with an appropriate amount of medication to get medication to the tip of the catheter., and was restarted on a daily infusion rate of 50 mcg/day. The patient recovered without sequela. The pump was used to deliver lioresal.